Event description:
It was reported that during a procedure at the user facility the micro sagittal saw disassembled and was leaking. It was reported that liquid leaked on to the patient and was irrigated off of the patient with antibiotic saline. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay and no permanent damage to the patient were reported.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure at the user facility the micro sagittal saw disassembled and was leaking. It was reported that liquid leaked on to the patient and was irrigated off of the patient with antibiotic saline. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay and no permanent damage to the patient were reported.

Manufacturer narrative:
Upon visual inspection, the device was found to have a worn boot. The device was repaired and returned to the user facility.